Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33395. It was reported that during the ipg replacement (reported under manufacturer report # 1627487-2020-32024). All the contacts of the lead displayed high impedances when connected to the new ipg . Surgical intervention may take place to address the issue.